Event description:
The manufacturer received information alleging a ventilator required maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device failed final tests. It was determined that the machine flow sensor was defective. The sensor was replaced and the device passed all tests.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator required maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device failed final tests. It was determined that the machine flow sensor was defective. The sensor was replaced and the device passed all tests. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor was replaced due to contamination.